Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of "low", specific value was not provided. Cause of low bg was not known. Customer administered "evoke injection" to address bg. The customer continued to use the pump for insulin therapy.